Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or add'l information becomes available, a supplemental report will be issued.

Event description:
Ra/qa office received a letter from the hospital in which the implant surgeon reported a breakage of the upper part of the nail at lag screw slot level. Pt was revised.